Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called into report high blood glucose levels. The customer's blood glucose level was 400 mg/dl. The customer performed troubleshooting and found that the time and date was incorrect. All else was ok. The customer was sent tubing clamps and was advised to call back to complete the high pressure test. Nothing was replaced or returned for analysis.